Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor anomaly. It was reported that the customer had two sensors that did not insert properly. It was reported that the customer's blood glucose level at the time was 198mg/dl. It was reported that the hub assembly is not inside serter. It was reported that the catch arm is bent. It was reported that the customer is being sent a replacement sensor.